Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent.